Manufacturer narrative:
Company representative evaluated the unit and found burned inverter board in the unit's front panel. Corrections included replacement of the unit's front panel assembly. Unit was safety tested to factory's specifications. (B)(4).

Event description:
Customer reported smoke coming from the dpm 7 monitor. No patient injury was reported.